Manufacturer narrative:
A follow up call was made to the manager of imaging services to obtain additional information. The patient required a second surgery to remove a mass and the physician removed the tip at that time. The patient was discharged and is doing well. A letter on the component make up and biocompatibility was sent to the customer. The batch history record for lot h44775 was reviewed and no abnormalities noted in the batch record. The device is not expected to be returned for evaluation. The instructions for use insert is included in the carton packaging and lists step by step directions on the correct method for use. Under instructions section of the insert, one of the caution statements reads: do not insert beyond the appropriate band or tip damage may occur."under warnings in instructions, it states "failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear."

Event description:
The customer reported that the plastic tip was sheared off in the patient's breast site on (B)(6) 2012. The surgeon has notified that the patient's lab was positive and required a follow-up surgical procedure. Upon removing the plastic tip, a letter of the tip component make-up has been requested.